Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image and stop beeping. The customer¿s blood glucose level was 70 mg/dl. Customer stated that a book with question mark on the screen. Customer also stated that the serial number was rubbed off back of insulin pump. Troubleshooting was performed for open book image. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and recommended customer refer to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further examination of the device's interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, and on the connector between electrical board 2 and electrical board 1. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the serial number label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.